Manufacturer narrative:
On 13-apr-2020, the investigation on the suspected medical device was completed. Investigation summary : the device was visually inspected, and no apparent damage was found. Leak testing was performed and it revealed a tear at the juncture of the shell and patch in the posterior view. Microscopic examination was performed on the rupture using a scanning electron microscope (sem) and the cause of the ruptures could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast reconstruction with a 800cc tissue expander and experienced postoperative right-sided deflation. The expander was had been expanded several times, and it was deflated suddenly. As a result, the patient had the implant explanted on (B)(6) 2020. No saline was left upon explantation.